Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said she is having issues with the generator. It is telling her she needs to replace the generator and generator is not working (B)(4). Patient said her representative was (B)(4) and dr. (B)(6) was the doctor that installed the system. Pt did not have mdt equipment and was redirected to abbott. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).